Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd venflon I 22ga 0.8 mm x25mm packaging is damaged. Product packaging is damaged. (B)(6) 2024 - received an email response from complainant for information requested. ¿quantity of sample(s) (B)(4) units. ¿date sample(s) sent (B)(6) 2024. -inner unit package got damaged. I have sent fresh sterile samples for reference there is no contaminated samples.

Event description:
Product packaging is damaged.

Manufacturer narrative:
Our quality engineer inspected the 4 samples submitted for evaluation. The reported issue of packaging damaged/ defective was confirmed upon inspection of the samples. Analysis of the samples showed the unit packaging to be deformed. There was no damage observed on the unit packaging sealing. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this lot meets our manufacturing specification requirements. The defect is potentially due to cold forming and later, leading to packaging deformation when exposed to extreme conditions. Additional controls were added to detect heater failure and temperature variation. A biannual preventative maintenance checklist was also created to check the electrical connections of the thermocouple and heater. This lot was manufactured before the additional controls were added.

Event description:
Product packaging is damaged.

Manufacturer narrative:
Lot # 4054221 material # 391591 samples and photographs not submitted for evaluation. The reported issue was ¿package damaged / defective / other¿. The device history record was not reviewed due to wrong lot# reported in customer complaint. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.